Event description:
The customer reported obtaining erroneously low total bilirubin (tbil) results for two (2) patient samples, which were acceptable upon repeat, involving the unicel dxc 600 synchron system. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Low level qc (quality control) result for tbil was low but both low and high level qc results were within the laboratory's established ranges. Although the low level control results were low, the results were not as low as the patient results provided.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and performed multiple repairs. The repairs that could have resolved the tbil issues were the replacement of the photometer lamp and the cc (cartridge chemistry) sample probe. Failure mode was hardware and replacement of the cc sample probe and photometer lamp resolved the issue.